Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An initial evaluation was conducted and the complaint was confirmed. A follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the customer that the driver runs when in safety mode. There was no pt involvement. The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was confirmed.